Manufacturer narrative:
Three lift straps were returned to lulea for investigation. A sample analysis was performed. A visual inspection showed no deviations. Functional test of the lift straps were performed and the mechanical emergency lowering functioned as intended. If the emergency lowering handle is held down, the strap slides through the strap joint. When the handle is released, the lowering stops. The correct way to use the mechanical lowering function (moving the handle up and down / pumping) is described in the user manual 7en120115. This issue is unlikely to cause or contribute to serious injury or death if to recur. If this were to occur during patient use, the lift would be considered non-functional and the end user would find another mean to lower the patient while he/she is still secured in the sling.

Event description:
A other health care professional contacted technical service to report that the likorall 242 s, white had an issue, when inspecting a likoral 242's lift, the liftstrap was changed and when testing the manual emergency lowering, the lift strap slid uncontrollably straight through at first ¿hand pumping¿. Usually you get to ¿pump¿ down type 6-7 cm at a time at 60 kg sample weight. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Event description:
A other health care professional contacted technical service to report that the likorall 242 s, white had an issue, when inspecting a likoral 242's lift, the liftstrap was changed and when testing the manual emergency lowering, the lift strap slid uncontrollably straight through at first ¿hand pumping¿. Usually you get to ¿pump¿ down type 6-7 cm at a time at 60 kg sample weight. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The device has been requested to be returned for inspection into the reported malfunction. A final report will be submitted upon completion of the investigation.